Event description:
It was reported that the user experienced rising blood glucose while still connected to the ilet and administered a manual subcutaneous insulin injection via pen without disconnecting the system. The caregiver was advised to pause insulin delivery and later assisted with site change and reconnection, after which glucose decreased to approximately 200 mg/dl, consistent with an improper or incorrect use procedure and with no specific device component implicated. Symptoms included hyperglycemia with a blood glucose level over 400 mg/dl and no reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to injecting external insulin without disconnecting from the ilet, classified as an unintended use error. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.